Manufacturer narrative:
At this time, the device remains in service. Should addiitonal information become available, this investigation will be updated.

Event description:
Boston scientific received information that this local representative contacted boston scientific technical services (ts) to request interpretation of stored episodes. The first episode printout was reviewed which shows delivery of antitachycardia pacing quick convert and shock therapy for an arrhythmia that was detected in the programmable vf zone. Following therapy delivery, the rate of the arrhythmia slowed and was detected in the programmable vt-1 (monitor only zone and the episode was declared over. The rate of the second episode was detected in the vf zone and atp quick convert was delivered. Following shock therapy, the rate of the arrhythmia slowed and was again detected in the vt-1 monitor only zone. The arrhythmia accelerated in the programmable ventricular tachycardia (vt) zone. The maximum number of shocks were delivered, however, the arrhythmia was not converted. The episode was declared over after 4 minutes. Ts discussed the characteristics of the arrhythmia with the local representative. No programming options were discussed and the local representative planned to discuss this further with the physician.